Event description:
Pt's extension set and bd cap broke while attached to his PICC line and leaked tpn all over pt. Pt's line was not secure for non infectious access when extension broke. The plastic cap that connects it to the pt's tubing is what broke and caused leakage. This product is changed weekly on pt and new tubing/cap is attached to pt's line. Dates of use: 2008. Diagnosis or reason for use: connect PICC line tubing to drug IV.